Event description:
Procedure type: lap gastric bypass. According to the reporter: the needle broke during the case and was recovered from pt cavity. No pt injury or tissue damage was reported. No other info provided.

Manufacturer narrative:
.